Manufacturer narrative:
The co rep replaced the fill manifold assembly (part number 0104-00-0023). The preventive maintenance was completed with full calibration, functional tests and safety checks. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
During preventative maintenance on the iabp, the safety disk leak test (test # 3 was -194) and k6, k6a, k7, k8 test (test # 3 was -55 mm hg) did not meet specifications. No patient was involved.